Manufacturer narrative:
To date, this device has not been received to perform an eval. A f/u report will be sent upon receipt of the device and completion of an investigation.

Event description:
The customer reported that during use of this cannula in a shoulder arthroscopy, the inner seal tore off and was found in the surgical site. The inner seal was retrieved without pt injury and only a minor surgical delay.